Event description:
It was reported: a pt was using an h850 portable liquid oxygen device while driving. The pt reports that the h850 malfunctioned and caused him to become involved in a motor vehicle accident.

Manufacturer narrative:
The device was returned and evaluated. The unit appeared soiled and used. The front end rear covers were found to be broken, the lip seal was worn and leaking, and the lip seal retainer was also worn. All other visible components appeared normal. The contents indicator, normal evaporation rate, primary relief valve pressure, economy valve pressure, and all flows were within specs. In an attempt to duplicate the reported problem, the device was filled to capacity with liquid oxygen and allowed to operate from full to empty, while monitoring operating pressures, flow performance, contents indication, and usage rates. This test was performed first in the vertical position and then in the horizontal position. For both tests, the economy valve operating pressure, flow performance outputs, and usage times were within spec. We were unable to duplicate the reported problem. The device successfully completed all non-destructive functional and performance tests. The user manual warns, "warning: oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not for use by pts who would suffer immediate, permanent, or serious health consequences as a result of an interruption in the oxygen supply."